Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported suture coming out with the device was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the sutures/sutures pulling out of the device reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with the first proglide. A second proglide device was used and the suture came out with the device. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and in the large hole technique. No additional information was provided.